Manufacturer narrative:
The lot number and part number was not provided by the customer. A device history record (DHR) review could not been performed. No samples or pictures were provided. As a conclusion for this investigation since no samples or pictures were provided for evaluation corrective actions could not been provided. The condition reported is not confirmed as manufacturing related. This complaint will be closed with no further action; if the sample or extra information is available later on, the complaint will be reopened for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the home patient (hp) wife's reported an issue with the adhesive on the telfa adhesive 4x5 dressing. The customer stated that it was really difficult to pull off' the hp's skin. The customer further stated that there was no injury as a result.